Manufacturer narrative:
Initial and final MDR 1892689 - MDR 3003442380-2024-09660 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. The event occured within three hours of insertion. The site of insertion was at abdomen for both events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.